Manufacturer narrative:
Analysis of the device did not find any anomalies that could have contributed to the reported capture and sensing problems. As received, the device was in normal working conditions with battery above the elective replacement indicator (eri) level. A longevity calculation was performed, and the pacemaker was in the normal range of operation with appropriate remaining longevity. Electrical and mechanical analysis performed, including a sensitivity and capture test, indicated normal device functionality.

Event description:
During implant, there was high capture threshold and p wave amplitude variation was observed after the leads were connected to the new device. A header problem was suspected but was not confirmed visually. A new device was successfully implanted to resolve the event. There were no adverse consequences and the patient was in stable condition.